Event description:
It was reported that a mis-spike occurred when the customer was changing the uv-flash solution transfer set. There was patient involvement; however, there was no patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was returned for evaluation. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.